Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a closurefast radiofrequency treatment performed sometime in (B)(6) 2018 on the gsv (great saphenous vein). Five (5) months later, the patient presented with acute thrombophlebitis and needed the gsv excised. It was reported that the excision went well and the patient is doing fine.